Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned 2.5 x 12 mm xience v stent delivery system (sds) noted blood in the guide wire lumen and on the balloon, consistent with handling and suggesting a guide wire had been advanced into the lumen. The tip length met manufacturing criteria. Multiple kinks and bends were noted through out the entire length of the shaft. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The stent implant was dislodged from the balloon and was not returned, thus confirming the complaint; however, crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the chronically totally occluded lesion likely contributed to the failure to cross and as resistance was encountered, the stent likely became disrupted on the balloon such that upon removal of the device, the stent interacted with the tip of the guideliner device, causing the stent to ultimately dislodge in the anatomy. To ensure this type of occurrence is not a result of a potential product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security and dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A review of the lot history record was performed and there were no nonconforming material records that would have contributed to the reported complaint. There is no indication of a product quality deficiency.

Event description:
It was reported that after a failed attempt to cross the chronically totally occluded lesion in the left anterior descending artery (lad), during retraction of the stent delivery system (sds), the stent implant caught on the edge of the guideliner device and dislodged into the patient anatomy. Attempts were made to retrieve the dislodged stent using a dilatation balloon catheter; however, this was unsuccessful. The dilatation balloon was used to deploy the stent where it dislodged in an unintended site. The procedure was continued on with the successful placement of 4 xience v stents, without further issue. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.